Manufacturer narrative:
(B)(4). Initial pr (B)(4) issued MFR. Report # 1525712-2013-03601 indicating the model number as unknown. The correct model number is 6240-5f. The reported FDA registration number was (B)(4), invacare - (B)(4). The correct FDA registration number is (B)(4) - distributed product.

Event description:
Injury alleged. No malfunction alleged. Potential for injury associated with an unknown walker where the user tripped and fell on the walker and the frame was bent. The user stated her arm was hurt and sore. The product did not malfunction and no medical intervention was reported.